Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective sample syringe and sample probe. The fse replaced the sample syringe and sample probe which resolved the issue. Patient information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous glucose results from their au480 clinical chemistry analyser. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the initial erroneous results for twenty-four (24) patient samples. Repeat results were not provided.